Event description:
It was reported that during an implant, high thresholds and low sensing were noted on the right ventricular (rv) lead. When repositioning the lead at a different location, the helix would not extend. Another rv lead was implanted. There were no adverse health consequences; the patient was stable.

Manufacturer narrative:
The reported event of capturing problem and device sensing problem was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was overtorqued, consistent with procedural damage. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. Electrical testing did not find any indication of conductor fractures or internal shorts.